Manufacturer narrative:
Product ID 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #:(B)(4). Analysis of the desktop charger ((B)(4)) revealed the connector pins were bent. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient had difficulty recharging their ins. They stated they cant get their ins to take a charge. They reported they met with the rep the next day, and their connector pin was loose and she had to tape it to hold it in. They were told to call in to get a new one. They called again the next day to state they were not going to be home and wanted to know if their neighbor could sign for it. The patient called back on 05-13 stating that they received their replacement desktop charger and they could not get it connected to their ins. They clarified that they had not charged in close to a year because they were having trouble connecting their insr to the ins. They confirmed that their insr will not charge their ins. They were redirected to their doctor to address their possible over discharge. No out of box failure was reported. No symptoms were reported. No further allegations/complications were reported.